Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7083064. Product family: dbs-linear leads: upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7083197. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7089502. Product family: dbs-extension: upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7089684.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the battery incision site and the connection point of the leads to the extension. The patient was administered antibiotics and underwent a system explant procedure. The patient is doing well post-operatively. The devices were discarded and will not be returned for analysis.